Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose was 459 mg/dl. The customer reported they have a backup plan available. The customer was treated for high blood glucose with insulin pin. After troubleshooting was done, customer was advised to change entire set, reservoir and treat. Customer was advised to follow up with healthcare provider concerning unexplained high blood glucose. The customer was advised to monitor the insulin pump.